Event description:
It was reported that when attempting to deliver a bolus, the pump indicated that insulin was not fully delivered and subsequently stopped all insulin delivery. There was no information provided regarding any impact on the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.